Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d1102, IFU statements this complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction has occurred where a right femoral artery dissection was observed after placement of a stent graft through the dryseal sheath. The reported information indicates the patient's right-side access vessel had a diameter as small as 6.5mm, which is too small for the nominal diameter of the dsf2033 dryseal sheath (7.5mm). The device instructions for use provide warning and instruction to ensure the vessel diameter is adequate to accommodate the device. The cause of the reported dissection may be attributed to the use of a dryseal sheath device that was too large for the patient's anatomy as reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a pseudoaneurysm at the anastomosis site of the vascular graft, using gore® dryseal flex introducer sheath. A 20fr sheath was inserted from the patient's right access vessel. After placement of the stent graft, angiography of the access vessel revealed a localized dissection in the right common femoral artery. As blood flow to the lower limb was confirmed to be unaffected, the patient was decided to be monitored and the procedure was completed. It was reported that the diameter of the narrowed segment of the right access vessel was approximately 6.5 mm. There was no significant resistance during sheath insertion. The cause of the localized dissection remains unknown.